Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue of an iipv event was confirmed through event history log review. The device was determined to meet functional and electrical performance specification requirements during testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty. The cause was determined to be use error, tidal total ultrafiltration (uf) removal was set too low. The labeling instructs the patient to set their target uf for tidal therapy at 70% of their expected total uf. Setting the uf target too low can cause an incomplete drain which can result in an iipv situation.

Manufacturer narrative:
(B)(4). The device is being returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any relevant additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with being stuck during drain 5 of 5 on the homechoice machine (hc). The home patient (hp) stated he had been on the hc longer than 10 hours. The technical service representative (tsr) assisted the hp to review the drain volume and found the drain volume to be 4031ml. The tsr confirmed the hp had a fill volume of 2000ml. The tsr also found the cycle ultrafiltration to be 2042ml. This information meets increased intra-peritoneal volume (iipv) criteria. There was patient involvement; however, there was no injury or medical intervention reported.